Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that multiple patients were not crossing over. A technical support specialist remotely accessed the station application server and navigated to the patient encounter system (pes), checked the view visit filter and reviewed the affected patients provided in the electronic patient health information (ephi). The tss found that one of the patients had been discharged, while the other still had an active admitted profile, then opened sql server management studio (ssms) and ran the server downtime query, which indicated the current time, then proceeded to restart the necessary services. Additionally, task manager was checked, showing an uptime of approximately 1.5 hours, and file explorer was reviewed under devices and drives successfully. The tss then dialed into the station, searched for the affected patients provided in the ephi and confirmed both affected patients appeared in the results. The customer acknowledged that the server reboot was performed by their hospital information technology team and gave permission for case closure. The system functioned as technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients were not crossing over to multiple stations on-site. The customer confirmed there were no power or network outages. The it department rebooted the server; however, the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.